Manufacturer narrative:
Differences in results and reference ranges from tsh assays by different manufactures, in this case abbott, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned high results for 1 patient tested for elecsys tsh assay (tsh) on a cobas 6000 e 601 module and a cobas e 411 immunoassay analyzer. Based on the data provided, the tsh results were discrepant when compared to the architect method. The initial tsh result from the e601 module was 5.87 uiu/ml. This result was reported outside of the laboratory. The physician thought this result was incorrect since the patient had a tsh result from the e601 module on (B)(6) 2018 of 0.082 uiu/ml and was suspected to have hyperthyroidism. With the current result, the patient is now suspected to have hypothyroidism. The original sample was sent to an external laboratory also using an e601 module and the tsh result was 6.200 uiu/ml with a data flag. The original sample was repeated at an external laboratory using the architect method and the tsh result was 3.84 uiu/ml. A new sample was obtained on (B)(6) 2018 and tested by the architect method where the result was 2.47 uiu/ml. A new sample was obtained on (B)(6) 2018 and tested on the e411 analyzer with a result of 5.42 uiu/ml with a data flag. This result was reported outside of the laboratory. The sample from (B)(6) 2018 was sent to an external laboratory where the tsh result from an e601 module was 5.410 uiu/ml with a data flag. This sample was sent to an external laboratory where the tsh result by the architect method was 3.49 uiu/ml. On (B)(6) 2018 a new sample was obtained and the tsh result from the e601 module in question was 2.02 uiu/ml. The sample was repeated by the architect method and the result was 1.55 uiu/ml there was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The samples from (B)(6) 2018 were submitted for investigation. The customer's tsh results were reproduced during the investigation. Interference testing was performed and no interfering factors were identified in either sample. A product problem was not found. The investigation was unable to determine a definitive root cause for the customer's high tsh results.